Manufacturer narrative:
Approximate age of device - 98 days. The patient remains ongoing with the device. No further information as provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was admitted to hospital with an elevated lactate dehydrogenase (ldh) of 760 u/l. A ramp echocardiogram was performed with unremarkable result. A cardiac morphology CT was performed with negative result for thrombus. On (B)(6) 2018, the patient was discharged to home with ldh of 500 u/l. The patient will be followed weekly with ldh, inr and urinalysis. The manufacturer's technical service representative reviewed the submitted log files and observed a brief elevation in the flows and powers. There were no other unusual events seen within the log file. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported elevated ldh could not conclusively be established through this evaluation. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. The hmii IFU lists hemolysis as an adverse event that may be associated with the use the hmii lvas. This document also explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.